Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 232 mg/dl, 192 mg/dl, 324 mg/dl, and 158 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent. Strips were discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.